Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, parity, uterine bleeding, endometrial ablation, menorrhagia, nabothian cyst, anxiety, autoimmune disorder, depression, eustachian tube dysfunction, migraine, ex-smoker, hypertension, post-traumatic stress disorder, otitis media acute nos, sinus disorder, thyroid nodule, appendectomy, cholecystectomy, cervical discectomy and adenotonsillectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), headache ("headaches"), acne ("acne"), anxiety ("anxiety"), menstrual disorder ("abnormal periods"), memory impairment ("forgetfullness"), fatigue ("fatigue"), swelling ("swelling"), hair growth abnormal ("hair growth"), rash ("rashes") and depression ("depression"). The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal ic left salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, alopecia, weight fluctuation, headache, acne, anxiety, menstrual disorder, memory impairment, fatigue, swelling, hair growth abnormal, rash and depression outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, fatigue, hair growth abnormal, headache, memory impairment, menstrual disorder, pelvic pain, rash, swelling and weight fluctuation to be related to essure. Lot number: 694961 manufacturing date: 2009/12 expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received: reporter, essure insertion date updated and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 694961) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, parity, uterine bleeding, endometrial ablation, menorrhagia, nabothian cyst, anxiety, autoimmune disorder, depression, eustachian tube dysfunction, migraine, ex-smoker, hypertension, post-traumatic stress disorder, otitis media acute nos, sinus disorder, thyroid nodule, appendectomy, cholecystectomy, cervical discectomy and adenotonsillectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal periods"), rash ("rashes"), headache ("headaches"), fatigue ("fatigue"), acne ("acne"), arthralgia ("joint pain"), alopecia ("hair loss"), hair growth abnormal ("hair growth"), weight fluctuation ("weight fluctuations"), swelling ("swelling"), memory impairment ("forgetfulness"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy, laparoscopically assisted vaginal left salpingectomy-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menstrual disorder, rash, headache, fatigue, acne, arthralgia, alopecia, hair growth abnormal, weight fluctuation, swelling, memory impairment, depression and anxiety outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, fatigue, hair growth abnormal, headache, memory impairment, menstrual disorder, pelvic pain, rash, swelling and weight fluctuation to be related to essure. The reporter commented: (B)(6) 2019: no complications after essure removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: microscopic description: sections of the coned-in cervical tissues show no evidence of dysplasia or a significant histological alteration. The endometrium is obliterated in some areas, but other regions show a preserved endometrial area with proliferative phase changes. The left fallopian tube shows histologically unremarkable mucosa and wall. The left ovary contains cystically dilated follicles and a hemorrhagic corpus luteum. Lot number: 694961. Manufacturing date: 2009/12. Expiration date: 2012/12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), headache ("headaches"), acne ("acne"), anxiety ("anxiety"), menstrual disorder ("abnormal periods"), memory impairment ("forgetfullness"), fatigue ("fatigue"), swelling ("swelling"), hair growth abnormal ("hair growth"), rash ("rashes") and depression ("depression"). The patient was treated with surgery (essure device removal as part of a hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, alopecia, weight fluctuation, headache, acne, anxiety, menstrual disorder, memory impairment, fatigue, swelling, hair growth abnormal, rash and depression outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, fatigue, hair growth abnormal, headache, memory impairment, menstrual disorder, pelvic pain, rash, swelling and weight fluctuation to be related to essure. Lot number: 694961 manufacturing date: 2009/12 expiration date: 2012/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), headache ("headaches,"), acne ("acne"), anxiety ("anxiety"), menstrual disorder ("abnormal periods"), memory impairment ("forgetfulness"), fatigue ("fatigue"), swelling ("swelling"), hair growth abnormal ("hair growth"), rash ("rashes") and depression ("depression"). The patient was treated with surgery (essure device removal as part of a hysterectomy). At the time of the report, the pelvic pain, arthralgia, alopecia, weight fluctuation, headache, acne, anxiety, menstrual disorder, memory impairment, fatigue, swelling, hair growth abnormal, rash and depression outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, fatigue, hair growth abnormal, headache, memory impairment, menstrual disorder, pelvic pain, rash, swelling and weight fluctuation to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.